Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call, the customer had been hospitalized three time for diabetic ketoacidosis. The first hospitalization occurred 6 months ago. In the most recent hospitalized, the customer's nurse informed the customer the insulin pump had a closed circle which indicated the insulin pump stopped delivering insulin. Customer's spouse declined troubleshooting as the insulin pump was with the customer. Customer has reverted to manual injections. The customer's spouse did not recall any information on the second hospitalization. The insulin pump is not returning for analysis.